Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm that the generator would not unlock once the lock mechanism was activated. Analysis did find that the upper and lower cases, side bail covers and ring cover were broken and contaminated, that the battery release, heart block (dirty), side bails and lead flex cover were contaminated, that one case screw was missing, the battery contacts were compressed, the ring was bent, the battery drawer was broken, the keyboard was worn out and scratched, the serial number label was damaged (torn) and it was also noted that the encoder flex was replaced as a preventive measure due to uneven flexes. (B)(4).

Event description:
It was reported that the external pulse generator would not unlock once the lock mechanism was activated. The generator was returned for repair. There was no patient involvement.